Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint further investigation. The lm reports that the root cause was not identified. The DHR review confirmed that there was no abnormality in manufacturing, concession or variation. According to the evaluation results, it was assumed that the image was not displayed because video communication could not be transmitted to the processor due to cable damage. It is assumed that the cable damage is due to handling. When the contents of the instructions for use at the time of shipment of the product were checked for the damage of the cable, the following entries were included in the package insert. The following statements are provided in the IFU to prevent damage to the cable : ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "no image' was confirmed due to faulty cable unit. Further inspection found the rear cover labels are fading. The focus ring was worn with a hairline cracks on it. In addition, a hole was observed in the cord.

Event description:
The service center was informed that during reprocessing, the camera head would not display an image and the screen was black. There was no patient involvement reported.